Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that approximator fc sleeve had no visual defects. A dimensional inspection for the approximator fc sleeve was unable to be performed due to the complex geometry of the device. A functional test was performed the set screw was inserted in the sleeve, the device was able to disassemble however it did not run smoothly, also the distal tip of the sleeve was able to be rotated and assembled, however it did not run smoothly. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the approximator fc sleeve would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device history lot part # 279712580. Lot # 1007nt. Supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on 23 jan 2008 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 18 jan 2008 with no discrepancies. Batch3: lot qty of (B)(4) units were released on 06 jan 2008 with no discrepancies. Batch4: lot qty of (B)(4) units were released on 06 jan 2008 with no discrepancies. Batch5: lot qty of (B)(4) units were released on 06 jan 2008 with no discrepancies. Batch6: lot qty of (B)(4) units were released on 03 dec 2007 with no discrepancies. Batch7: lot qty of (B)(4) units were released on 27 oct 2007 with no discrepancies. No ncrs were generated during production. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9: device returned to manufacturer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E2:.reporter is not a health professional. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a j&j employee. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was a posterior spinal fusion (l5) for the spinal stenosis on (B)(6) 2022. During rod connection, the set screw did not apply to the sleeve in question. When the surgeon pulled back the inserter, the set screw stuck in the sleeve. The surgeon used a new screw, and this event did not affect the patient. The surgery was completed successfully without any surgical delay. The tip of the sleeve came off when the surgeon removed the set screw from the sleeve to checked for intracorporeal remains. This report is for one (1) approximator fc sleeve. This is report 1 of 1 for complaint (B)(4).